Event description:
Caller indicated the meter was giving variable readings. Individual took test that resulted in 255 reading at 9:30 then took it immediately there after at 9:32 that resulted in a 196 reading. Customer had another incident where the results were 512 and 209 back to back, but can not recall when that test took place. Customer does not trust that readings are correct because they are higher than usual. Product stored correctly, but controls were not used.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification.